Event description:
The manufacturer received information alleging a ventilator was alarming for a low inspiratory pressure alarm condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a test step during testing relating to this issue. The device was recalibrated to address the issue.